Event description:
Leica biosystems received a complaint regarding "mushy" tissue. On (B)(6) 2017, leica biosystems received information from the laboratory indicating a tissue sample from one (1) patient was not diagnosable. The patient identifier information for this patient was not received despite several requests being made to the laboratory. If additional information is obtained a follow up report will be submitted.